Manufacturer narrative:
(B)(4). We acknowledge the lateness of this report.

Event description:
Consumer complaint of about high blood results. Caller normally ranges from 110-120 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (243) and the lowest normal result (110) is located in zone c. No adverse event reported.